Event description:
When the scrub tech was trying to remove the product from its house, it wouldn't come out. It felt like it was catching onto something in its house. Manufacturer response for 2mm x 6cm hypersoft 3d coil, (brand not provided) (per site reporter). (B)(4).